Manufacturer narrative:
Foshan r. Poon medical products co. Ltd has never shipped an ac-powered adjustable bed to invacare.

Event description:
From importer report: (B)(6) 2013 - (B)(4)- the dealer reported that the 7740p trapeza homecare bed had the bed end drifting when weight is applied to the unit. There was no patient injury reported.